Event description:
It was reported that a customer discovered a damaged disposable cassette. It was noted that the patient line had a hole in the tubing. The customer stated that the tubing looks as if it was heated too much, causing there to be a hole in the tubing near the "white hub." This issue was discovered when the cassette was still in the packaging. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. An assignable cause code could not be determined as the sample was not returned, and there were no issues found during the batch review. Should additional relevant information become available, a supplemental report will be submitted.